Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer powered up to an error. A power cycle resolved the issue. The programmer remains in use. There was no patient involvement.